Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 514 mg/dl. She was wearing her insulin pump at the time of the 911 call. The customer asked about getting less air bubbles in the reservoir when she fills it because she is legally blind. The customer had a low blood glucose level of 43 mg/dl because she gave herself a bolus but did not eat the amount of carbohydrates that she bloused for. She had just started using the insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.